Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the entire left sided system was removed due to stenosis. The plan was to implant the new system on the right side. No further patient complications have been reported as a result of this event.